Event description:
This 48 year old female underwent bilateral augmentation mammoplasty in 1993 at another facility with implantation of silicone breast implants. The manufacturer of these implants is unknown to this reporting facility. This patient now presents with symptoms of six years duration of breast pain. Increasing fatique and headaches, and now desires removal of the implants. Gross exam: right implant has three pinpoint defects which on slight pressure exudes a clear tenactious materials. The left implant appears intact, but has a slippery feeling consistent with gel bleed.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.